Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did incorrectly populate the patient list, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient list was populating incorrectly. A technical support specialist (tss) dialed into the station and checked the med application logs, but no errors were found. The tss confirmed that both download and upload processes were running at the time. Upon checking the maintenance service in the system services, the tss found its status was set to disabled. The tss re-enabled the maintenance service, after which the customer verified that the functionality had returned to normal. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did incorrectly populate the patient list, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.